Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive . Additionally it was reported that the wake button was delayed in responding to touch. . Customer pressed the wake button with more force and the wake button performed as intended. Tandem technical support performed a system check on the pump and the pump screen was functioning as intended. Customer continued to use pump for insulin delivery. There was no adverse affect on customers blood glucose levels.